Event description:
The customer reported the system displayed generator and overload faults and would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system but could not reproduce the reported problem. The system operates as intended.